Event description:
It was reported to the field service rep (fsr) via phone messages that a pt was transferred from another facility on intra-aortic balloon pump (iap-0500, serial number (B)(4)) therapy approximately one week ago. Sometime after arrival, the iab was to be removed; no reason was given. A staff member from the respiratory therapy dept stated that the intra-aortic balloon (iab) was suspected to have a leak when the pt arrived. The staff member stated it was unk when this occurred; during transfer or after the pt reached the hosp. As a result, the iab was to be removed. There was resistance noted on removal so a medical/surgical intervention was required. The iab had to be cut down to remove the iab due to entrapment. Blood was then noticed in the iab and the iab was removed in three pieces (risk mgmt has all three pieces of the iab and will return). The doctor made the decision to not insert another iab. There was no reported death. There was an indefinite interruption in therapy. The pt outcome was the pt is still alive and in the cardiac care intensive care unit. Additional info received on (B)(6) 2013, stated interruption in therapy did not cause harm to the pt. There were no pump strips generated or x-rays to review. It was unk if an alarm occurred during the event. The fsr confirmed there was blood in the pump. The fsr stated there has been no action taken other than looking into the pump. An update received on (B)(6) 2013, from the clinical support specialist (css) after a visit to the hosp yesterday ((B)(6) 2013) reported new f/u info was received. The css attempted to contact the risk mgmt dept to determine if the iab had been sent, but was told the risk mgr was out. The css was told by the director of cardiology as well as respiratory therapy that the iab leaked and blood was noted on transport. On arrival to the facility the doctor was notified and chose not to remove the iab. The alarms had stopped in 1:2, the blood had "seemed to not increase" in the tubing and the doctor "refused" to remove it. They stated that the pt's pressures were good and "somehow the waveform looked good." The css was told that this iab then remained in for 4 days prior to removal. It was also stated that it was "forcibly" removed. The pt did not expire and there were no known complications related to the issue. The css will continue to reach out to the risk mgr regarding the return of the iab.

Manufacturer narrative:
(B)(4).